Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na for gen.2 results for 3 patient samples on a roche 9180 electrolyte analyzer compared to a cobas 6000 c (501) module. Of the data provided, there were discrepant na results for 2 patient samples. There was no allegation of an adverse event. The na results performed on the c 501 modules were believed to be correct. It was not known if erroneous results were reported outside of the laboratory. The calibration and qc were acceptable on all of the analyzers that were involved. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.